Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual sample was not returned neither the production product nor the code lot number was provided. Therefore, the failure investigation was limited to assessment of user facility information and three retention samples from recent lots. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. Since the production product code and lot number were not provided by the user facility, it prevented a meaningful review of applicable production and complaint records. The exact cause of this complaint cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. Actual device not returned.

Event description:
The user facility reported valve leakage during a procedure. Follow-up communication from the user facility reported the following information: (1) the sheath was leaking through the valve; (2) blood loss was reported as less than 250ml; (3) the procedure was completed with another sheath; and (4) the patient was reported as doing fine.